Event description:
It was reported that a pump did not recognize a closed door. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Unit received inoperable due to "door not fully latched" messages caused by loose upper link screw. The screw shoulder was replaced.